Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl (instant system) and 300 mg/dl (lab).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d2b: the procode was corrected. Section g1: the manufacturer site information was corrected.